Manufacturer narrative:
This supplemental report is being submitted as a correction to the device information on the initial medwatch report. Corrections were made to section d4: model number, lot number, and the expiration date is unknown due to the lot number being unknown. In section h4, the manufacturing date is unknown due to the lot number being unknown.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The following visual observations were made: slight sheath shaft curvature, the liner was partially expanded, until 11 cm from distal tip, a kink in sheath shaft at 18 cm from the tip, the remainder of the liner was unexpanded, and the distal tip was unopened, there were scratch at the distal tip, the liner was torn 1 cm and 1.5 cm in length, from the distal end of the strain relief, a liner strand at the proximal end of the liner tear location, partial liner delamination at the liner tear location, a sheath shaft punctured at 1.5 cm from the strain relief at the distal end of liner tear location, and scratches observed along sheath shaft. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. The measurement was found to be within the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through sheath, sheath liner torn, liner strand, and sheath punctured were confirmed. Available information suggests that patient factors (undersized vessel, calcification, tortuosity) and procedural factors (excessive manipulation) likely contributed to the event, as a minimum lumen diameter (mld) of 5mm and mild calcification were reported. The 14f esheath is indicated for use with mld greater than or equal to 5.5mm. Per evaluation of the returned device, the sheath shaft was curved and kinked, suggesting presence of tortuosity in the access vessel. Although 'no pathological tortuosity' was reported, it is possible some tortuosity was present in the access vessel. In addition, scratches were observed along the sheath shaft, suggesting interaction with access vessel calcification. Undersized vessels and calcification can create a constrained condition on the sheath, resulting in restriction and suboptimal sheath expansion, thereby leading to resistance during advancement of the delivery system. Calcification and tortuosity can result in the creation of sub optimal angles, which may lead to non coaxial alignment between the devices, resulting in resistance during delivery system insertion through the sheath. It is possible that additional device manipulation may be applied to overcome the resistance, resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the sheath hdpe or liner and lead to the reported liner tear, liner strand, and sheath puncture. Vessel calcification and or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information added to d4 (device lot number).

Event description:
As reported by an edwards finland affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, while advancing the commander delivery system through the esheath, the delivery system got stuck inside of esheath and was not able to advance. The system was removed from the patient as a single unit, and after the withdrawal, a 'laceration' in the esheath was observed and damage of the valve stent strut (slightly kinked). The patient developed an iliac dissection that needed stenting. A new delivery system and esheath were used successfully. After the procedure, the patient was in good condition. As per medical opinion, the root cause of this event might be combination of borderline vessel diameter and esheath design. Per pre-decontamination evaluation, a liner tear and liner strand was observed, and a hole at the liner tear location.

Manufacturer narrative:
Investigation is still ongoing. The reported dissection will be reported against the valve in another medwatch report.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The esheath was visually examined upon return and the following was observed: slight sheath shaft curvature. The liner was partially expanded, until 11 cm from distal tip. There was a kink in sheath shaft at 18 cm from the tip. The remainder of the liner was unexpanded and the distal tip was unopened. There were scratch at the distal tip. The liner was torn 1 cm and 1.5 cm in length, from distal end of the strain relief. A liner strand at the proximal end of the liner tear location. Partial liner delamination at liner tear location. The sheath shaft was punctured at 1.5 cm from the strain relief at the distal end of liner tear location. Scratches were observed along sheath shaft. Dimensional testing was performed, the measurement was found to be within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for inability to advance through esheath, esheath liner torn, esheath liner strand, and esheath punctured were confirmed by evaluation of the returned device. Available information suggests that patient factors (undersized vessel, calcification, tortuosity) and procedural factors (excessive manipulation) likely contributed to the event, as a minimum lumen diameter (mld) of 5mm and mild calcification were reported. The 14f esheath is indicated for use with mld greater than or equal to 5.5mm. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.